Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, on injecting lens into eye with the company pre-loaded injector the plunger did not stop after surgeon released the lever. The surgery was completed without complication as the surgeon pulled back intime. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be confirmed. The device was received loose in a plastic bag. The plunger is fully advanced. Ophthalmic viscosurgical device (ovd) is dried in the device. No lens returned. The lever is moving freely. The device is taken apart for further evaluation. The canister is fully punctured. Krytox is observed on the canister neck. There does not appear to be any damage observed to o-rings or any other components. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues. No root cause identified for the reported complaint plunger did not stop after releasing lever. No damage was observed to the internal parts of the device, the device was reactivated and the plunger advanced with no issues. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).